Manufacturer narrative:
Log file analysis revealed that the device was switched to battery operation at 09:50 on the date of event. At 10:33 the device posted a "low battery" alarm and the "battery depleted" alarm was issued at 10:37. No indication for a device malfunction was found. The remaining battery runtime cannot be extrapolated in a linear way from the actual displayed capacity and the runtime it had lasted already as the characteristics is non-linear. Towards the end of the battery operation time the reduction of residual capacity will proceed much faster than at the beginning of the battery use cycle. If the operator uses additional device functions that consume more power the battery depletion will proceed even faster. I can be concluded that the device could be operated during the procedure in question for more than 45 minutes which is well inside the specification and much longer than the reported perception of the user. The device had posted the expected battery status alarms in accordance to the safety concept. No patient consequences have been reported.

Event description:
Please refer to initial MFR. Report # 9611500-2015-00157.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the ventilator shut down while transporting a patient after approximately 1 minute. No injury was reported.